Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and load sequence. Customer's blood glucose was 251 mg/dl. Customer reverted to using an alternate method of insulin therapy.